Manufacturer narrative:
(B)(4). The device has not been returned to date but is anticipated. When additional information/evaluation is available, the supplemental information will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation and visually and functionally tested. The complaint was confirmed, the back jaw becomes stuck in the open position, the locking plates were broken. There was no patient harm associated with this complaint.

Manufacturer narrative:
Case: (B)(4); the device has not been returned but is anticipated; once additional information is received, a supplemental will be submitted. A device history review has been obtained for lot number 72411. There is nothing in the device history record that would indicate that the devices were released with any non-conformance's that would contribute to the complaint.

Event description:
On (B)(6) 2018 a patient underwent a coronary artery bypass graft procedure. It was noted by the surgical tech that the estech hercules retractor was not locking. Attending surgeon attempted to lock the retractor onto the favallaro morse chest retractor and it would not lock. Retractor removed from the field and this hercules was replaced with another one by the circulator rn. No known untoward effects at this time. Later, after reviewing the broken retractor in question, it was concluded by nurse manager and cardiac service manager that both metal pieces were broken in half causing the retractor to fail and not lock. Half of both metal pieces remained under spring.